Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted at a depth of 14mm after being sized using fluoroscopy and transesophageal echocardiography exams. Reportedly, several hours after the implant procedure the 22mm amplatzer amulet occluder embolized into the patient's aorta. Transesophageal echocardiography examination confirmed that the 22mm amplatzer amulet occluder had embolized. The decision was made to explant the embolized 22mm amplatzer amulet occluder that same day. The 22mm amplatzer amulet occluder was removed successfully using a transcatheter snare. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of the device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated the physician thought the event was due to the patient's anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.